Event description:
It was reported that an ilet user experienced fluctuating blood glucose levels with recurrent lows upon waking, subsequent overtreatment of hypoglycemia, and later use of meal announcements to correct resulting hyperglycemia; the user recently lost weight, reduced food intake, updated pump weight settings, and was advised not to use meal announcements for correction, to treat low glucose with oral glucose per guidance, to perform 15-minute fingerstick rechecks, and to consider a factory reset due to very low glucose frequency. Symptoms included hypoglycemia and subsequent hyperglycemia following overtreatment. Outcomes included urgent low glucose events requiring prompt carbohydrate treatment. Investigation included user education, troubleshooting, and a recommendation to perform a factory reset. Investigation of this case revealed user technique issues contributing to glycemic variability, specifically overtreatment of lows and inappropriate use of meal announcements as a correction method. It was concluded that the event was attributable to use-related factors with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.